Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right ventricular (rv) and right atrial (ra) leads were oversensing noise which led to pacing inhibition. Programming changes were made to both leads to address the issue. The patient was in stable condition.